Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s pump had been empty for the past year as the surgeon had to operate on the patient¿s spine. When asked to clarify if the pain experienced by the patient prior to the stimulator issue was related to a problem with the infusion system, the hcp replied that there was no device issue. As troubleshooting performed in relation, the patient¿s pain and empty pump over the last year, the dose had been increased and a dye study was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient receiving an unknown dose of an unknown concentration of morphine via an implantable infusion pump for failed back surgery syndrome. It was reported that the patients pump is empty and went empty during the past year. No symptoms were reported. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.